Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. No intervention was made. There was no patient consequences.

Manufacturer narrative:
Further information requested but was not received.